Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Insulin pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Device received with the audio alert functioning properly. Hardware low-level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm during the self-test. The customer¿s blood glucose during the incident was 174 mg/dl. Troubleshooting did not resolve the issue. The customer stated that this was the second occurrence of the insulin pump alarm. The device will be returned for analysis.